Manufacturer narrative:
(B)(4). The evaluation of the device is ongoing and has not been completed.

Event description:
Covidien received information stating that when powered on a 980 ventilator generated an error message. The patient was not able to be connected to the ventilator. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.